Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was received. Evaluation findings (results/components) 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition 1 device: serviced and returned to customer additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: unintended power up. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.